Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection, infective endocarditis. It was also noted on telemetry that there were high thresholds on the right ventricular (rv) lead. The implantable pulse generator (ipg) system was explanted. Cultures were taken and medication was administered to the patient. No further patient complications have been reported as a result of this event.